Event description:
While pulling jp drain, md noted that drain did not appear to be intact. A CT was done to confirm foreign body. Pt was brought to the or for removal of the retained segment. The segment removed was a plastic catheter tip with perforations that measured 7.5 x 1.0 x 0.4 cm. The pt tolerated the procedure without difficulty and it did not seem to slow return of bowel function down at all. Pt was discharged home in stable condition two days later.